Event description:
It was reported that the ilet device was dropped and the enclosure housing cracked in half, rendering the device unusable. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of insulin delivery with the user transitioning to backup therapy. Investigation included collection of event details and arrangement for device return. Investigation of this case revealed physical damage to the pump exterior consistent with impact, with functional failure due to a cracked enclosure. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.